Event description:
It was reported that 3 of the bd alaris¿ pca ss cv would not prime. The following information was provided by the initial reporter: the tubing that had the listed lot number all malfunctioned last night. They would not prime at all.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the tubing could not be primed could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30843e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that 3 of the bd alaris¿ pca ss cv would not prime. The following information was provided by the initial reporter: the tubing that had the listed lot number all malfunctioned last night. They would not prime at all.